Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information indicated that this lead exhibited high pacing thresholds and had pulled back from the original position. This lv lead was then replaced with a new lead. No additional adverse patient effects were reported.

Event description:
--